Event description:
It was reported that a spectrum infusion pump over-infused tpn (total parenteral nutrition) during delivery. The pump showed that 1729ml had been infused and there was still 71ml yet to be infused, however the bag was empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.